Event description:
It was reported that upon deployment, the stent graft did not open. The physician advanced a smaller balloon catheter and partially opened the rest of the stent graft. Subsequently, a larger balloon catheter was advanced and the physician was able to completely deploy the stent graft at the intended site. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This is the only complaint reported for the lot number to date. The delivery system has been returned for eval. The investigation is currently underway.